Event description:
Caller reported an issue with incorrect time settings on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance in updating the pump time, and it was advised to monitor and follow up if the time discrepancy recurs. Caller understood and acknowledged the guidance.